Event description:
IV cardiac medication set at 12 ml/hr in the "c" chamber of the pump. Checked on IV 45 minutes later and the 500 ml IV bag was almost empty. Led display still read 12 ml/hr with remaining amount to be infused of 488 ml. Pt's blood pressure decreased during and after IV infusion for approx. 4 hours before it stablizied and interventins included discontinuing the cardiac medication, administering a fluid bolus and adminisering IV dopamine. Thept was discharged ambulatory approx. One week later.